Manufacturer narrative:
Insulin pump error 63 alarm (variableinfo3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. No harm requiring medical intervention was reported. The device was returned for analysis.